Event description:
A report was made about a pump triggering an altitude alarm. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within the normal range. To address the issue, the customer replaced the cartridge, which resolved the problem and allowed the pump to resume normal operation. Additionally, technical support provided guidance on preventing future altitude alarms, which the customer understood and acknowledged.